Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents for incomplete coaptation (intraprocedure) from the reported lot. Based on the available information, the reported slda was a result of the procedural conditions. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as an additional clip was implanted in an attempt to stabilize the slda clip. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. A second cds was advanced to further reduce mr. The clip was deployed, but when the shaft was removed, the physician pulled the delivery catheter handle strongly before pulling the actuator knob. Immediately after, echocardiogram revealed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr returned to before the second clip. A third clip was advanced and placed next to the second clip to stabilize the slda. After deployment of the third clip, mr remained at 1-2. No additional information was provided.